Event description:
Caller states that patient tested at 424 mg/dl and was given insulin as a result. He was showing symptoms of low blood glucose and retested at 575 mg/dl. Caller states that pt was again given insulin and tested 20 minutes later at 22 mg/dl. Patient was reportedly given glucogon and retested fifteen minutes later at 150 mg/dl. A few minutes later, caller notes patient tested at 50 mg/dl on the device. Quality controls were used and reportedly within acceptable limits. Requested return of suspect device and replacement was sent.